Manufacturer narrative:
Wen-lun wang, md, phd, ying-nan tsai, md, ming-hung hsu, md, jaw-town lin, md, phd, hsiu-po wang, md, ching-tai lee, md, 2024, administration of oral prednisolone to prevent esophageal stricture after balloon-type radiofrequency ablation for ultralong-segment esophageal neoplasia, gastrointestinal endoscopy volume 100, no. 2. Https://doi.org/10.1016/j.gie.2024.03.030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study investigated the effectiveness and safety of oral prednisolone treatment in preventing post-rfa (radiofrequency ablation) esophageal strictures in ultralong-segment and extensive esophageal squamous cell neoplasia ( escn). Between january 2011 and december 2015, 65 patients with extensive esophageal squamous cell neoplasia (escns) were treated by balloon-based rfa (radiofrequency ablation) using a halo 360 balloon with the ablation (12 j/cm2)¿clean¿ablation (12 j/cm2) regimen. 48 patients treated by rfa (radiofrequency ablation) were enrolled in the study group. For comparison, 25 patients were included in the historical group. Esophageal strictures occurred in two patients in the rfa plus steroid group and 11 patients in the historical control group. Of the 11 patients in the historical control group, 6 patients required esophageal dilation. Both the halo 360 catheters and the 360 express balloon catheters were used during the ablation procedure. The 2 patients who developed strictures were in the halo 360 group. There were no strictures developed in patients who were in the 360 express group.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: b1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted that the photo was taken from a medical journal. Multiple pictures showed a section of human anatomy. No devices were visible in the photo. It was reported that there was an adverse event without identified device or use problem. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.